Event description:
This event was reported as fungal bacterial endocarditis, vegetations on valve with dehiscence of ring. Secondary was congestive heart failure, tricuspid insufficiency, pulmonary effusion and pulmonary hypotension.